Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted on the lock lever side. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak could not be confirmed via returned device analysis. A leak from the gripper cap (tactile marker) was observed and the o-ring inside the gripper cap (tactile marker) was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak could not be determined. The investigation determined the gripper cap leak and torn o-ring to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.